Event description:
It was reported to st. Jude medical that during an attempt to implant the device, there were problems with basic measurements including r-waves, electrode impedance, etc. There was no specific reference to what the problems were. The device was implanted and when attempting to perform dft (defibrillation threshold) testing, the device failed to rescue the pt requiring external defibrillation. A new device was implanted using the same configuration that functioned properly and successfully converted the pt.